Event description:
On (B)(6) 2019, neotract was notified of an (B)(6) patient with a prostate size of 78cc, whose aspirin use was held one week prior, underwent a successfully completed pul procedure using seven implants. The physician reported that four delivery devices failed to deploy the capsular tab. It was reported that one of those devices failed to retract the needle, however the delivery device was successfully removed without causing urethral trauma. Later that day, the patient returned to the physician¿s office due to urinary retention. He was irrigated and a catheter was placed. The patient was irrigated four additional times in the ER and in the physician¿s office. On (B)(6) 2020, the patient was taken to the operating room (or) and large clots were irrigated out of his bladder. The physician stated that there was no active bleeding vessel identified, however he decided to fulgurate the entire prostate requiring an overnight stay in the hospital. The physician stated that the patient is doing well.